Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seal intact and no external physical damage to the device. A review of the event history log identified a primary audible alarm error in the history. Functional testing was done using both flow and occlusion tests. The reported problem could not be duplicated. The root cause of the reported issue was unable to be determined. The interconnect board and speaker were replaced as a preventative measure to mitigate the reported issue. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that a primary audible alarm failure occurred. No patient injury was reported.